Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21/jan/2016. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to implant exchange. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported experiencing a left side "lump or thickening in or near the breast or in the underarm area." Device has been explanted.